Event description:
It was reported, that the right ventricular lead exhibited high and low pacing impedance. Imaging was performed and insulation damage and lead fracture were confirmed. The lead was capped and replaced with a leadless pacemaker on (B)(6) 2024. The patient was stable.